Event description:
Pt with unremarkable ddd pacemaker implanted with active fixation lead in 2005. In follow-up, pt completed diaphragmatic stimulation with increase ventricular rhythm thresholds and marked decreased in lead impedance. Chest x-ray revealed lead perfusion. Pt brought back to or with old lead removal and new lead placed after completion.